Event description:
It was reported by the rep that during a lap nephrectomy procedure, the tissue pad burnt out. The pad did not fall into the pt. The surgeon was activating the blade with no tissue in the jaws. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.